Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that three months ago, a proximal type I endoleak was seen on a routine follow up CT scan done by another physician. The proximal aortic neck now measure 32 mm in diameter. The stent graft has not migrated. There is no room for a proximal cuff to resolve the endoleak so the physician is going to refer the patient to another facility. The physician believes the cause of the endoleak was due to disease progression. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: known inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).